Manufacturer narrative:
The results of the investigation are not complete at the time of this report.

Event description:
The event is reported as: the circuit melted while it was used on a pt. The pt was on a high flo nasal cannula in the picu. It is reported that the side that melted is the anterior side where the elbow connects to the concha tower. The circuit was not covered and did not come in contact with the pt. No pt injury reported.